Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer's blood glucose level ranged from 147-148 mg/dl. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.